Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and reported it was "hazy, but not grossly lipemic." The patient had a new sample collected and the sample was tested twice on two cobas c 501 modules. The customer reported the patient's sample had reproducible results. The customer declined further investigation from the field service engineer. The investigation is ongoing.

Event description:
The initial reporter received questionable nh3l ammonia results for one patient tested on two cobas c 501 modules. Prior to patient testing, the customer reported the ammonia qc was within the acceptable range. The patient's initial ammonia result was reported outside the laboratory. The patient's physician questioned the reported ammonia result. The customer recentrifuged the sample and performed repeat testing on a different cobas c 501 module. The patient's initial ammonia result on c 501 module with serial number (B)(4) was 117 umol/l. The patient's repeat ammonia result on c 501 module with serial number (B)(4) was 38 umol/l. The ammonia reagent lot number was 56538301 with an expiration date of 30-nov-2022.

Manufacturer narrative:
The customer's last calibration on (B)(6) 2022 had acceptable results. The customer's qc results and system alarm trace were requested but not provided. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.